Manufacturer narrative:
Additional information: during the index procedure two resolute onyx des were implanted in the lad. The cec adjudicated the mi occurred one day post index procedure. The patient has a history of smoking, hypertension, hyperlipidemia, stroke/tia and atrial fibrillation. The index procedure was prompted by stale angina. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted. The cec adjudicated that non q wave mi (target vessel), 3rd udmi peri-pci occurred in the mid lad on the same day as the procedure. The sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication.